Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reports that during a vertebral biopsy procedure, the needle detached within the patient during off-label use to remove a small sample of bone the needle became stuck. The physician was trying to remove the needle from the patient when it detached. The patient was then transferred to an operating room for a foreign body retrieval procedure, most of the needle was successfully removed however, 1-2cm still remains within the patient's vertebrae.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to off-label use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.